Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the evaluation and the findings of the returned device and the reported patient's expiration due to an intracranial hemorrhage cannot be conclusively determined. The pump was returned assembled with the pump cable cut approximately 2.5 inches from the bend relief and the severed portion was not returned. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed fixed post-mortem depositions of blood in the inflow cannula, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Stroke, bleeding and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a headache and confusion at home. The patient was then taken to the ed several hours later for worsening symptoms. Patient rapidly declined following admission and was subsequently intubated. Patient was intubated for airway protection. On (B)(6) 2018, patient underwent an emergent left sided decompressive craniectomy and subtemporal decompression and evacuation of left temporal intracerebral hemorrhage. His hemorrhage was confirmed using head CT scans and brain activity was monitored using eeg. His seizures were treated with keppra, depakote, vimpat, versed, propofol, and phenobarbital. The patient expired on (B)(6) 2018. No other information has been reported at this time.

Manufacturer narrative:
The referenced admission for suspected gastrointestinal bleeding is reported on medwatch MFR report # 2916596-2018-03004. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 78 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient exhibited an acute onset of right facial droop on (B)(6) 2018 while admitted to the hospital for suspected gastrointestinal bleeding. On an unspecified date, prior to the event, the patient reportedly suffered a syncopal episode/fall, but did not hit head. Management of the patient was not changed due to the event. On (B)(6) 2018, the patient had slurred speech. After three serial head cts (performed on (B)(6) 2018), the patient was deemed to have what was a chronic infarction in the right occipital lobe. The age of this infarction was not known and therefore could not confirm timing before or after lvad implant. As of (B)(6) 2018, the patient was at home, deconditioned but fully functional. It was reported that the patient did not suffer any stroke symptoms besides headache and minor vision changes that were initially followed by neurology and now ophthalmology as outpatient. No additional information was provided.

Manufacturer narrative:
The patient code of death was inadvertently not included in MFR report #2916596-2018-03058 follow-up #1.